Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 60 mg/dl. The contact did not know the cause of the low bg; however, it was thought that the customer may not have been eating. The customer ate dinner to address the low bg. Tandem technical support advised the contact to discuss the low bg event with a healthcare provider.